Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports, "implants have ruptured" and "one breast felt really hard and she had a lump on the other side". This relates to the left implant. Device remains implanted.